Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple patient samples for various assays including troponin t, bnp, tsh, tpo, pth, free psa, cortisol, folate, and ferritin. No specific patient data was provided, but the customer stated the difference between the initial result and repeat troponin t result was up to 50%. The erroneous results were reported outside the laboratory. The repeat results were then reported to the medical personnel. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative performed liquid flow cleanings and cleaned the sipper syringe and procell syringe. Quality control was performed and was acceptable.

Manufacturer narrative:
Additional information was provided that the reported result for 95 patient samples had to be corrected. Specific data was provided for 28 patient samples as examples. Refer to the attachment to the medwatch for all patient data. No units of measure were provided. The field service representative found there was a white buildup in one of the syringes and turbidity and white buildup one of the tubings.

Manufacturer narrative:
The field service representative decontaminated the analyzer and confirmed that no further turbidity or white build up was seen in the syringe or tubings. The investigation determined as the issue occurred on only one measuring cell, the turbidity was not likely the cause. Most likely there was contamination in the measuring cell which was cleared by the liquid flow cleanings. The contamination was most probably from a poor quality sample tested prior to the issue.